Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17263994. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17263994. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: clik anchor. Serial number: (B)(6). Model/catalog description: 17248767. Unique identifier (UDI) #: (B)(4). Investigation results the implantable pulse generator (ipg), spinal cord stimulator (scs) leads, and clik anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the devices were not returned for analysis, which limits further evaluation of its condition and performance. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced pocket pain due to migration of the implantable pulse generator (ipg). It was also noted that the spinal cord stimulator (scs) leads had migrated and had high impedances. Program optimization was attempted and was successful. However, the patient underwent a revision procedure where the scs leads were replaced and repositioned, and the ipg was relocated to a more comfortable position. The patient was doing well postoperatively, and the explanted scs leads were not returned per facility protocol.